Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a bowel procedure, the device would cut but stapled partially. The stapler worked normally with the initial cartridge, and with the second cartridge, the staples delivered only two staples and stopped working (no stapling and no section). No more information. The surgeon used a second device to perform the procedure without further issue. There were no adverse consequences for the patient. One device discarded.